Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test and displacement test. No failed battery test noted. Pump error 63 was confirmed in the device history due to broken pin trace on keypad assembly. Device received with scratched case, pillowing keypad overlay, partially broken retainer and faded serial number label. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that insulin pump failed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.